Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Event description:
As reported, approximately 5 years post implant of a sapien 3 valve in the aortic position, the patient presented with elevated gradient greater than 45mm as noted by echo. It was noted that the invasive gradient was in the 'teens' and the patient was anemic and a blood transfusion was performed resulting in a decrease of gradient. A recent echo revealed a gradient above 50mmhg, and the patient is anemic. The plan is to treat the patient with a valve-in-valve procedure.

Manufacturer narrative:
Update to h6 (device code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. This report is related to another manufacturer report that was reported for this patient. Please reference related mfg. Report no. 2015691-2021-03277. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3 was reviewed for instructions and guidance. The IFU provides information on potential adverse events. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. Additional potential risks associated with the use of the valve, delivery system, and/or accessories includes structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis, device degeneration and paravalvular or transvalvular leak. No training or IFU deficiencies were identified. The complaints for increased gradients and paravalvular leak were confirmed based on the medical record. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 5 years post implant of a sapien 3 valve in the aortic position, the patient presented with elevated gradient greater than 45mm as noted by echo. It was noted that the invasive gradient was in the 'teens' and the patient was anemic and a blood transfusion was performed resulting in a decrease of gradient. A recent echo revealed a gradient above 50mmhg, and the patient is anemic'. Additionally noted that patient had hyperlipidemia (hld) and diabetes mellitus (dm). Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Dm is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. All these patient factors can result in increased gradient over the time. Per medical records and clinical review, it was noted that 'a valve-in-valve tavr was performed. About a year ago the patient began to have shortness of breath, chest pain, and apparently developed 3+ aortic regurgitation (ar) around the outside of the valve'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, available information suggests that patient factors (pre-existing valvular disease, hyperlipidemia/diabetes mellitus) may have contributed to the complaint event. However, conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based upon medical records received. Upon review of medical records, approximately at 4 years post implant, the patient presented with sob and chest pain and developed 3 plus aortic regurgitation (ar) around the outside of the valve. Approximately 3 years and 9 months an echo showed 'moderate aortic stenosis.' However, the heart catherization showed 15mm hg aortic gradient and 'no significant stenosis'. An echo performed at 4 years and 5 months revealed an ef of 66 %, aortic valve mean gradient (avmg) 41.94mmhg and aortic valve area (ava) 0.8cm2. The patient's symptoms were the same as when the patient had anemia. The patient was successfully treated with a 2nd 26mm sapien 3 valve. There were no procedure complications.